Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a (B)(6) patient with distal radius fracture. Four locking screws were distally inserted according to the ao manual. During fracture reducing by repositioning the plate, the four locking screws broke just below the head of the screw. Plate was removed and the broken parts remained in the patient¿s bone. A new distal radius plate (head five holes) was implanted. This is report 2 of 4 for complaint #(B)(4). This device is 2 of 4 devices reported as 4 unknown/unknown screws on medwatch number (B)(4). Update: (B)(6) 2013 material received, exact article/lot no unknown, only the screwheads received/stm2.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This additional device reported on (B)(6) 2013. Subject device has been received and is currently in the evaluation process. The measurable dimensions of the broken screw heads were checked as far as possible and found to be in compliance with the technical drawings and ao/as if specification. Since the exact article and lot number is not known the present complaint cannot be fully analyzed. Placeholder.